Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test and occlusion test. Unable to prime during prime/a33 test due to faulty force sensor resistance (gold). Unable to perform excessive no delivery test due to priming anomaly. No motor error alarm noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 412 mg/dl. The customer did not provide any symptoms regarding high blood glucose. The customer was treated by insulin pump. Troubleshooting was declined for high blood glucose and bent cannula. The customer also reported that the insulin pump had motor error alarm. Customer was able to complete pump rewind. The drive support cap appears normal. The insulin pump will be returned for analysis.